Manufacturer narrative:
Motor error alarm during the basic occlusion test due to faulty force sensor resistor. Motor passed motor test. Pump received with cracked battery tube thread, broken reservoir tube lip, cracked reservoir tube, cracked reservoir tube window, and cracked case near display window corners noted. (B)(4).

Event description:
Customer reported via phone call to have received a motor error alarm. Customer's blood glucose was 206 mg/dl. During troubleshooting for motor error alarm, it was found that insulin pump was not exposed to magnetic field or MRI; drive support cap appeared normal and customer was able to complete rewind process, but would receive another motor error alarm. Customer was advised that insulin pump would need to be replaced.